Event description:
Customer reported a clear liquid leak from the random access module (ram) of the coulter lh780 hematology analyzer. The field service engineer (fse) inspected and repaired the instrument while onsite to inspect another instrument in the laboratory. The fse reconnected a loose tubing located at the top of the retic chamber (vc17), which resolved the issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause for the leak was a loose tubing located at the top of the retic chamber (vc17). Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
(B)(4).